Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported two instances where the retrieval string separated from the pessary during removal and the pessary remained inside her body. In each instance, the pessary was removed with the assistance of a medical professional. No consequences reported.